Manufacturer narrative:
H3: the fractured glenoid impactor tip reported may have been the result of the mating impactor handle contacting the inner surface of the device upon impaction, transmitting the applied force to the tip of the device. Correction: h6 problem code.

Event description:
It was reported that after cementing in a caged glenoid the surgeon switched from the spider impactor to the normal impactor to pressurise the implant. After approx 5-10 minutes he impacted the handle once more with a mallet and the tip broke. He collated all the broken parts made sure he got everything out, washed out the wound and proceeded with the rest of the operation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) pending evaluation.